Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos) via merlin alerts on (B)(6) 2021. Therefore, programming changes were made to address the issue on (B)(6) 2021. The patient's ICD exhibited pptwos again on (B)(6) 2021. Therefore, further programming changes were made on (B)(6) 2022. The patient condition was stable.